Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert due to a low out-of-range shock impedances on the right ventricular (rv) lead measuring 14 ohms. It was noted that were intermittent spikes measuring as high as 70 ohms to as low as 22-29 ohms range. Technical services recommended to follow-up with the patient to see what they were doing at that time as they suspects that it could be due to electromagnetic interference (emi). Technical services suggested to evaluate in clinic and to clear the alert with a programmer. At this time, the system remains in service. No adverse patient effects were reported.